Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
This complaint incident was mentioned by the sales rep. A mcrosensor's wires became disconnected from the white connector after being in patient "a long time." The nurse had no other specific details concerning this previous incident.